Event description:
It was reported that the patient had increased spasticity and also heard a high pitched tone in (B)(6) 2012. It was stated that the patient and family were unsure if the alarm came from the pump. It was later revealed from the provider that the alarm was regarding a low reservoir. It was reported, the patient missed his original medication refill appointment and scheduled a subsequent appointment on (B)(6) 2012. The medication being dispensed was lioresal. The patient's outcome was stated as "no injury".

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).